Event description:
It was reported that during the implant procedure that the physician noticed a strange curve in the lead. The lead was not used. When the inserted stylet was extracted from the lead, the strange curve was in the stylet and not the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed a distorted defib conductor and a bent stylet.